Manufacturer narrative:
Evaluation summary: the original info. Reported was that the pump was not screened as outlined in prt98013 tech. Summary previously sent. Later info. Shows that the pump was screened, then passed the accuracy criteria prior to release. If the lower shuttle jaw on this pump was subjected to forces higher than the shim screening test, such a tool or hemostat stuck in the mechanism, then the lower shuttle jaw could be pushed out of position. The pump was tested for flow accuracy at 100 ml/hr and 10 ml/hr. The accuracy was -13.68 and -12.2% respectively (+/-5% spec.). The accuracy is consistent with pumps exhibiting some slippage of the pump head's lower shuttle jaw (typically -11%). To date, this failure has only occurred with 0.2% of the "screened pump" population. Therefore the screening test is still believed to be effective in reducing the incident rate for this failure. Additionally, the application of epoxy to the lower jaw is being done in production and on a next service basis to act as a redundant safegard against slippage. It would be unlikely for any serious injury to result as explained in the tech. Summary clinical assessment.

Event description:
Pump found to underinfuse during routine servicing by a baxter authorized service facility. No pt involvement.